Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins battery was overdischarged. The rep stated that this was determined over the phone today(B)(6) 2021. The patient had stopped using the ins because they no longer had chronic pain symptoms. A physician mode recharge (pmr)/trickle charge scheduled for (B)(6) 2021 at the patient's hcp office. No symptoms were reported. Additional information was received from the manufacturer representative (rep). Ins was recovered from overdischarge and the issue was resolved. Additional information was received from the manufacturer representative (rep). Since trickle charge, patient reports ins both charges and depletes quickly. Cause is likely due to overdischarge. No further issues or information. Additional information received from the rep reported that patient to continue recharging as needed. The cause of the charging and depleting quickly is likely due to overdischarge. Patient is contemplating replacement/upgrade of ins.